Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the blue (can l) wire was open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed at the trunk cable connector. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.